Manufacturer narrative:
Device received with missing segments or partial display due to cracked lcd glass. Unable to perform displacement test and selftest due to missing segments or partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had white display. The customer¿s blood glucose level was 8.6 mmol/l at the time of the incident. The insulin pump will be returned for analysis.